Event description:
While examining the customer's device for an unrelated issue, physio-control observed that the device's charge button would only respond intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced the main keypad assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and observed that the cause of the reported failure was wear to the domes on both the middle and right side charge buttons, as well as wear on the contacts of the board, causing intermittent operation.